Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision, tiredness, confusion. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error message. Daughter is calling on behalf of the customer. The test strip lot manufacturer¿s expiration date is (B)(6) 2023. Product storage and open vial date were not disclosed. At the time of the call, the customer reported symptoms of blurry vision, tiredness and feeling confused. Daughter stated she was calling 911 and had disconnected the call. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.